Event description:
Customer's parents reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 346 mg/dl. Caller stated that customer was transported to hospital via ambulance. Customer was vomiting and not feeling well. The insulin pump was broken. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.